Event description:
Event date: at 8:00 pm. Family stated the ventilator shut itself down when it was connected to the pt and using its internal battery, without audio warning. Vent was swapped. Vent was checked by report source with an ac adapter, external and internal battery, but the machine wouldn't turn on. Primary power source: ac. No pt harm.